Manufacturer narrative:
On (B)(6) 2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a right atrial flutter (r-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and it was dripping and irrigating too much. It was reported that the smartablate generator displayed an "electrode temperature too low" error message. The thermocool® smart touch® sf bi-directional navigation catheter was removed from the body and flushed, and the caller noticed that the thermocool® smart touch® sf bi-directional navigation catheter was dripping and irrigating too much. The irrigation settings were confirmed to be correct. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation and the evaluation has been completed. Visual inspection, temperature, impedance and irrigation test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Temperature and impedance test were performed and the device was found working correctly. No temperature or impedance issues were observed. However, during the irrigation test, an occlusion was found. Further investigation revealed a foreign material occluding the irrigation holes. For this type of failure, a manufacturing investigation and a fourier transform infrared spectroscopy (ft-ir) were requested and the results showed mainly sodium chloride (nacl) as dried solution vibrations according to the reference material spectrum, which can be associated with the implemented saline solution. Since the process in bwi the nacl is not used to test the devices, the customer complaint cannot be considered manufacturing related. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Since an occlusion was observed, this failure could be related to the irrigation issue reported: therefore, the customer complaint was confirmed. The potential cause of the naci residues occluding could be related to the usage of the device during the procedure; however, this cannot be conclusively determined. The low temperature could not be confirmed during the product investigation. The catheter instructions for use (IFU) contain the following recommendations: always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. Do not use the catheter without irrigation flow. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: operational problem identified (c13) / investigation conclusions: cause not established (d15) / component code: dome (g04046) were selected as related to the issue irrigation hole occlusion identified by bwi pal. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported low temperature issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a right atrial flutter (r-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and it was dripping and irrigating too much. It was reported that the smartablate generator displayed an "electrode temperature too low" error message. The thermocool® smart touch® sf bi-directional navigation catheter was removed from the body and flushed, and the caller noticed that the thermocool® smart touch® sf bi-directional navigation catheter was dripping and irrigating too much. The irrigation settings were confirmed to be correct. The thermocool® smart touch® sf bi-directional navigation catheter connections were re-seated without resolution. The cable was replaced without resolution. The thermocool® smart touch® sf bi-directional navigation catheter was replaced and the issue was resolved. The procedure continued. There was no patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # : (B)(4).